Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a catheter revision was being done. They could aspirate csf from the cap but it was very slow. The reporter did not know when the patient started having problems or what prompted the cap aspiration. The catheter was replaced with a new 8780. The old catheter was left in but was not being used. The pump was used to deliver hydromorphone and bupivacaine. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.